Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was that accumulation of electrical load (stress) to the image sensor which is installed in the image sensor unit that is installed in the distal end of the scope due to energization, accidental application of static electricity, overcurrent caused by attaching/disconnecting the system while the system is on, etc. May cause the electrical connection to deteriorate, adversely affecting the image signal output and causing the image signal output to deteriorate. It is thought that it became unstable and broke down. The event can be detected/prevented by following the instructions for use which state: ¿"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the device displayed no image when connected during preparation for a therapeutic procedure. The intended procedure was completed with another device, and there was no report of patient harm.